Event description:
The manufacturer received information alleging a ventilator's lcd screen was unable to be viewed. There was no harm or injury reported. The device was returned to the manufacturer for evaluation, and the customer's complaint was confirmed. The device's lcd screen needs to be replaced to address the issue. No repairs were performed. The device was scrapped.